Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient came to ed with midline in place with complaint of leaking from extension line. Tubing noted to be possibly cut or separated? Home health caring for line at patients' home.

Manufacturer narrative:
(B)(4). The customer returned one midline catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that the distal extension line appeared cut towards the luer hub. The cut almost completely severed the extension line; however, a portion of the extension line remained connected. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The appearance of the damage is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). The distal extension line outer diameter measured 0.095", which is within the specification limits of 0.093"-0.097" per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 0.056", which is within the specification limits of 0.055"-0.059" per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the distal extension line and flushed. Water was observed leaking from the hole. Performed per instructions-for-use (IFU) statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a hole/cut on the distal extension line. The edges of this hole/cut appeared smooth , uniform and consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc). Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient came to ed with midline in place with complaint of leaking from extension line. Tubing noted to be possibly cut or separated? Home health caring for line at patients' home.